Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown date in 1990's.

Event description:
It was reported patient underwent initial total hip arthroplasty in the 1990's. Subsequently, patient was revised on (B)(6) 2015 due to acetabular liner wear. The modular head and liner were removed and replaced.